Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date, a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / vicryl suture involved contributed to the adverse events described in the article (specifically: surgical site infection, skin separation, seroma, hematoma, cellulitis). If yes, provide details of event, medical /surgical intervention performed and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions.

Event description:
It was reported in a journal article that the patient underwent a cesarean delivery procedure on unknown date and the suture was used for subcuticular closure of low transverse skin incision. The patient experienced complications such as a surgical site infection, skin separation, seroma, hematoma, and/or cellulitis. Additional information has been requested.